Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, post lumbar lami nectomy syndrome, and spinal pain. The patient stated that their ins started really poking out of their stomach and was almost completely sticking out. They had to go back into surgery to reposition the ins. It started poking out of their skin last (B)(6) 2017. Three weeks after the surgery they noticed they were not able to get better than 2 bars. There was poor coupling with recharging. They met with a manufacture representative (rep) who tried everything. The rep told the patient to call patient services to get a new recharger. The recharging issue began last month sometime. The patient was transferred to repair to be sent a replacement recharger antenna cord. No further complications were reported/are anticipated.

Manufacturer narrative:
Event date (B)(6) 2017 year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported they had not received a replacement antenna. The recharger antenna was damaged. No further complications were reported or anticipated.